Event description:
It was reported that during a coronary drug eluting stenting treatment procedure, the balloon stuck to the stent. The target lesion was located in the very tortuous left anterior descending (lad). The physician predilated the lesion with a 2.5x12mm maverick balloon at 12 atms. The physician then delivered and deployed the 2.50x16mm taxus express2 drug eluting stent at 16 atms. When the physician deflated the stent balloon, he felt that the balloon was sticking to the stent. He inflated the balloon to 6 atms and deflated it again. The guide catheter deep seated on its own as it was a very large left main and there was no resistance for the guide catheter. The physician was then able to remove the stent delivery system with no injury to pt. The stent was post dilated with a 2.5x12mm quantum maverick balloon. The procedure was completed and the pt condition is listed as fine.

Manufacturer narrative:
Device analysis. The complaint indicated that the device will not be returned for eval; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant info from that review, a supplemental medwatch will be filed.